Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 450 units of insulin. Subsequently, the customer received an inaccurate fill estimate. The customer loaded a new cartridge and received an accurate fill estimate. Insulin delivery was resumed. The customer's blood glucose level was 291 mg/dl, and was addressed with a correction bolus.